Event description:
It was reported that there was a defective keypad (pcu) resulting in the device not turning on. During replacement of the defective keypad, possible fluid ingress was observed. There was no patient harm. The issue was noted before patient use.

Manufacturer narrative:
Investigation conclusion: the customer reported complaint of the keypad being replaced due to a defective keypad and possible fluid ingress was evaluated. The complaint of fluid ingress was confirmed. Test results identified that the ac indicator light illuminate on the keypad after plugging in the power cord. Front case keypad had no faults. All keys on the keypad were functioning as intended. Previous cad failure investigations have identified this issue to be associated with fluid entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Device inspection: external and internal inspection was performed on (qty 1 printec p/n tc10013664) after disassembling from received pcu. During internal inspection, no signs of fluid ingress was observed on the flex cable. During external inspection, the keypad was in good condition with no issues observed. Internal inspection of the disassembled pcu showed signs of fluid ingress on the bottom right corner of the pcu rear case. Root cause analysis: electrical failure ¿ design. The probable cause of the reported fluid ingress was identified. Fluid ingress was observed entering the pcu from the rj45/speaker at the rear of the case. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that there was a defective keypad (pcu) resulting in the device not turning on. During replacement of the defective keypad, possible fluid ingress was observed. There was no patient harm. The issue was noted before patient use.